Event description:
It was reported that the pt experienced an infection. The pump was removed, antibiotics did not help. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).